Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected into the ¿lips, perioral lines, and marionette¿ with juvéderm® volbella® with lidocaine and with juvéderm¿ voluma¿ with lidocaine. One month after, the patient experienced ¿delayed onset nodules, swelling, hard, tender nodules and redness in all treatment areas.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-49000) and being submitted for juvéderm¿ voluma¿ with lidocaine. This emdr is being submitted for the juvéderm® volbella® with lidocaine.